Manufacturer narrative:
(B)(4).

Event description:
The customer stated they received discrepant results for ise indirect na for gen.2 for one patient sample. The patient¿s original sample was drawn during an office visit on (B)(6) 2017 and obtained a low sodium result of 116 mmol/l with a data flag. The patient was then sent to the emergency room where they were redrawn and had a sodium result of 136 mmol/l that was generated from a beckman analyzer. The customer decided on (B)(6) 2017 to rerun the primary tube that was drawn on (B)(6) 2017. The patient then came in for an office visit on (B)(6) 2017. The doctor ordered a basic metabolic panel where both serum and plasma tubes were drawn. Please refer to the attachment to this medwatch for detailed results. The repeat results from the beckman analyzer are deemed to be correct. The initial result was reported outside of the laboratory, but the patient did not have his treatment altered due to the initial low sodium result. There was no adverse event. The sodium electrode lot number was 198581210412 with an expiration date that was requested but not provided. The field engineering specialist noticed that the mixing pressure was abnormally low. He replaced the ise mixing tower o-rings. He rechecked the mixing pressures and found them acceptable. The customer ran calibration and qc which passed. A precision run on sodium was also run and results were acceptable.

Manufacturer narrative:
Further investigation showed that the field engineering specialist service activities had resolved the issue. The customer has had no further issues following the service visit.